Manufacturer narrative:
There were two zilbs-635-6-4 devices involved in this event. It is unknown at this time the sequence in which the zilbs-635-6-4 devices were placed in the patient. This complaint file documents the investigation for zilbs-635-6-4 (lot#: c1151137). For details on the second device (zilbs-635-6-4 lot#: cr1006093) refer to report # 3001845648-2015-00257. As the device in the case is not available for evaluation a document based investigation was carried out. According to additional information received from the sales rep, the physician intended to place the stents in the right and left intrahepatic bile duct. The physician encountered resistance when advancing the wire guide and delivery system through the obstructed area. The physician answered ¿no¿ to the following questions: had a sphincterotomy been performed prior to this occurrence? Had dilation of the obstructed area been performed prior to this occurrence? Did any section of the device detach inside the endoscope or patient? According to further information provided by the sales rep, the physician managed to reach the target location for the first stent however this was not possible for second stent. Lubricant was used in the working channel of the scope prior to advancing the second device. The lubricant was applied evenly across the tip of the device to about 30cm from the tip. Lubricant was not used prior to advancing the first device. The second stent became stuck as the physician attempted to advance the delivery system into the target location. The physician did not begin stent deployment. At this point the physician attempted to remove the devices one by one from the patient. The sales rep confirmed that both stents were deployed in the endoscope with the safety lock was in place. In relation to this complaint, the following comments can be provided: stent 1: ¿from the limited information it is possible the 1st stent prematurely deployed because the 1st delivery device sheath compressed during the advancement difficulties of the 2nd delivery device¿. Stent 2: ¿it may be possible that because of the difficulty reaching the target location with the 2nd device, the outer sheath (flexor) may have become compressed to the extent that the 2nd device stent became partially deployed during advancement. This partially deployed stent will not resheath during the 2nd device withdrawal and this may have caused the stent to deploy in the scope working channel¿. R&d also advised the most likely cause of this failure is due to ¿insufficient strength of flexor¿. According to the complaint information provided, the physician encountered difficulty during advancement of the second stent. The cause of the advancement difficulties is unknown. Upon review of the available information, it can be concluded that the zilver bms stents prematurely deployed inside the endoscope. The advancement difficulties as experienced by the physician may have caused the device flexor to compress, expose the stent from the sheath and prematurely deploy it into the working channel. However, as the device involved in this complaint was not returned for evaluation and the conditions of use could not be replicated in the laboratory setting, a definitive root cause of this premature deployment cannot be determined. There is no evidence to suggest that the stent did not deploy prematurely; therefore the complaint is confirmed on customer testimony. A review of the manufacturing records for zilbs-635-6-4 device of lot#: c1151137 did not reveal any discrepancies that could have contributed to this issue. As per the instructions for use, the user is advised of the following: ¿prior to deploying stent, remove the safety lock. Note: ensure that the safety lock is not inadvertently removed until final stent placement.¿. However it was confirmed that the safety lock was in place when the stents deployed in the endoscope. Also in the 'precautions' section of the IFU, the user is advised of the following: 'if the wire guide or stent cannot advance through the obstructed area, do not attempt to place the stent'. According to additional information received from the sales rep, the physician used another endoscope (jf-260v) and performed partial stent-in-stent placement to complete the procedure. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
A patient underwent endoscopic placement of a biliary stent for both (right and left) hepatic duct as side by side. After placement of wire guide for both bile duct, the physician inserted zilbs-635-6-4 in left bile duct first. Then, another zilbs-635-6-4 was inserted by the first device, however those devices got stuck in the endoscope. Therefore, the physician attempted to remove the devices, but the endoscope broke and the two stents were deployed in the endoscope. Two complaint devices and endoscope were removed from the patient, and another endoscope and stent were used instead. Two stents were subsequently successfully placed for both hepatic ducts. Incident meets requirement of an FDA MDR report based on the reporting malfunction precedence established for this device family for 'premature stent deployment with safety lock in place' as two devices are involved in this event a separate report has been submitted for both devices. Reference also report # 3001845648-2015-00257.